Event description:
It was reported that fluid had developed in the pump pocket. The pt experienced cerebrospinal fluid leak, urinary retention, rhabdomyolysis and wound dehiscence. The pump contained lioresal. A dye study was attempted without success. The excess fluid made it too difficult for the radiologist to access the catheter port. The pt underwent a catheter revision. The pt recovered without sequela.

Manufacturer narrative:
.